Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, oversensing was observed on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.